Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Product code(s) and lot #¿s were any concomitant procedures performed? Onset date/ time of the pain from surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Please provide surgical findings of the reoperations. Does the surgeon believe that the ethicon product (tvt) involved caused and/or contributed to the hernia? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Event related to tvt device on (B)(6) 2000 reported via mw # 2210968-2021-03618, event related to fascial sling in (B)(6) 2017 reported via mw # 2210968-2021-03620.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2000 and the mesh was implanted. It was reported that the patient had the vaginal component of the mesh removed on (B)(6) 2001. Additional information was requested.